Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that pst 500 table was raising on its own. The table was located at the account. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
On 03-jul-2025, a distributor contacted baxter¿s technical service to report that a pst 500 had an issue, the surgical table was raising up on it¿s own. This occurred before use. There was no patient or user harm reported with this event. During on-site investigation a test was performed by an authorized service technician. The technician connected the remote to the surgical table, the issue appeared. After moving the remote to other surgical table, the issue persists. The cause of the issue was traced to a defective remote control. The remote control was replaced, and the device was working as intended. Based on the investigation results no further actions are necessary. The complaint doesn't represent systemic break down of process controls, inadequate or improper design, or improper labeling. Baxter will monitor potential further complaints.

Event description:
Baxter received a report stating that pst 500 table was raising on its own. The table was located at the account. No harm or significant impact to the surgical procedure was reported.